Event description:
A pump declared an altitude alarm, which prompted the report. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin use with the original cartridge after receiving tips from customer technical support to prevent altitude alarms in the future.